Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports that during a urology stone removal and stent placement on a male patient (age unk), the system fluoro failed. Staff moved the patient to another room where procedure was completed without further incident. No reported injury.